Event description:
It was reported that on literature review "the impact of proximal femoral nail type on clinical and radiological outcomes in the treatment of intertrochanteric femur fractures: a comparative study", 86 patients underwent an internal fixation surgery with the intertan nailing system to treat a femoral fracture. 4 of those patients had a superficial tissue infection. The patients were treated with antibiotherapy. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Duramaz, a., & ilter, m. H. (2019). The impact of proximal femoral nail type on clinical and radiological outcomes in the treatment of intertrochanteric femur fractures: a comparative study. European journal of orthopaedic surgery & traumatology, 29(7), 1441-1449. Doi: https://doi.org/10.1007/s00590-019-02454-y.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.